Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed noisy ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer reported that during transcutaneous pacing, pacing spikes were displayed without a discernable underlying ECG rhythm, and charging ECG leads did not resolve the issue. Review of the device logs and functional analysis determined that this behavior is consistent with ECG signal artifact during active pacing, where pacing energy delivery, skeletal muscle stimulation, and transthoracic impedance may obscure the underlying ECG waveform. Upon exiting pacing mode, ECG signal presentation returned to baseline, and pacing resumed normally when therapy was restarted. Device operation was consistent with design specifications. No interruption or degradation of pacing therapy delivery was identified, and the issue was limited to ECG waveform visualization during active pacing. The device was recertified and returned to the customer. As a note, events of this nature do not meet zoll's reporting guidelines based on the associated risk of harm. This was inadvertently reported. Analysis of reports of this type has not identified an increase in trend.